Manufacturer narrative:
The reported event of failure to disconnect was not confirmed. The device was returned for analysis. Visual inspection of the header noticed the ventricular contact spring missing from the ventricular port. Further visual inspection did not detect any contamination or foreign material that could contribute to the reported failure to disconnect event. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for an follow up. Upon interrogation, it was noted that the right ventricular lead exhibited low pacing impedance, noise and insulation breach. During the procedure, it was noted that the sealing ring from rv lead connector pin detached and stuck in the pacemaker header. The rv lead was capped and replaced. The pacemaker was explanted and replaced. The patient was stable throughout.